Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the alarm did not ring". There was no adverse event or patient harm reported.